Manufacturer narrative:
Product ID: 37086, serial# unknown, product type: extension; product ID: 3387, lot# unknown, product type: lead; product ID: 64002, serial# unknown, product type: adapter; product ID: 3550-29, serial# unknown, product type: accessory. Analysis determined that the implantable neurostimulator (ins) output and telemetry were acceptable; however, the battery is near normal battery depletion. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. The end of service (eos) bit was reset using a lab programmer in order to test the output. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. A computer longevity estimate was completed based on the parameters the device had when received for analysis. The information obtained from the ins upon receipt indicated the device had reached eri (elective replacement indicator). The information obtained from the ins upon receipt indicated the device had reached eos (end of service). Analysis of the adapter determined there were no anomalies. The returned adapter passed all functional testing in the laboratory. Electrical testing of the adapter determined continuity was complete and no electrical shorts were identified between the circuits. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using a clinician programmer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Section d information references the main component of the system and other applicable components are: product ID: 64002, serial#: unknown, explanted: (B)(4) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturing representative. It was reported that the patient's ins was explanted along with their pocket adaptor. The low impedance issue was resolved.

Manufacturer narrative:
Other applicable components are: product ID: 64002, implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: adapter. Implant date of ins/adapter were not exactly known, but month and year were provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated implant date. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's ins reached an elective replacement indicator (eri) early. The patient was not receiving therapy. An impedance measurement was taken and low impedance was found on the left side. No actions have been taken, although surgery is planned for (B)(6) 2018. No further complications were reported or anticipated.